Event description:
It was reported that during a biliary stenting treatment procedure, the inner sheath stretched. The target lesion was in an unspecified metal stent in the bile duct. A biliary stent 7fr/12cm had been advanced to treat the target lesion. While attempting to retract the inner sheath, retraction difficulties were encountered. The inner sheath stretched and the stent could not be deployed. The procedure was completed with a different sized device. There were no pt complications reported with the pt's current condition listed as "good".